Manufacturer narrative:
Additional information was received on may 10, 2024. Explant was performed on (B)(6) 2024. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Reason for device explant and/or reoperation: breast pain/ptosis. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The impacted product was received by the failure analysis lab on july 27, 2024. The investigation of the returned device was completed by the failure analysis lab on july 4, 2024. Device evaluation summary: the product was returned to mentor for evaluation. Mentor conducted a visual inspection of the returned device. During visual evaluation, no apparent damage or visual anomalies were observed on the returned device. A manufacturing record evaluation was performed for the finished device 5591703 number, and no non-conformances were identified. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. D4: UDI: (B)(4) gtin unavailable, product made prior to gtin compliance date. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: n/a. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a patient who underwent breast augmentation with lumera contour profile high gel implants experienced left sided rupture, left sided infection, left sided granuloma, right sided breast pain, and right sided ptosis post procedure. Silicone in the lymph nodes and rupture was observed through magnetic resonance imaging, ultrasound, and mammography. After implant she had an infection that was treated by antibiotics. The lymph node was palpable in the left axilla. The right breast waterfalls and is occassional sore. Additionally, the implant are sitting higher than she would like. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. See 1645337-2024-03589 for contralateral prosthesis report.